Manufacturer narrative:
The subject device was evaluated. Device evaluation service repair noted it was able to reproduced the phenomenon customer reported issue of forceps channel pinhole. Service repair noted as a result of checking the inside of the forceps channel with an extra-fine scope, it was confirmed that there was a scratch on the part about 20 mm from the tip. It was confirmed that there was a green foreign substance in the nozzle. It was confirmed that copper oxide was clogged, but it could not be identified. Since the forceps channel pinhole has scratches inside the forceps channel, it is presumed that the air leaked due to the scratches made by the treatment tool. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of pinhole on forceps (forceps channel pinhole). The nozzle is clogged. The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an air leak which was further caused by the inside of instrument channel being scratched by an endo therapy device - this led to the pinhole of the instrument channel. It is recommended that the user facility inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.